Event description:
It was reported that the wireless module had an intermittent connection issue. Issue was found during routine preventative maintenance and no patient involvement was reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed wireless communication module intermittent connection issue, confirmed through, pump power up test and communication module testing. Communication module on a known good pump and received same intermittent connectivity issue. Communication module is defective visual and functional testing was performed. Upon further investigation, it was found that the dso seal delaminated. The dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.